Event description:
The customer reported the system displayed files are corrupted error message. This likely resulted in a no boot and/or lock up situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.